Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting off. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.